Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and passed. A pairing test was performed with a known good transmitter and passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio on the g6 mobile app occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.